Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during a hysterectomy, the surgeon activated the device but did not see the usual visual evidence of sealing such as steam. An end tone, indicating a completed seal cycle, was heard, but the surgeon decided not to cut as the seal was not complete. Another (B)(4) device was used with the same result. The additional device used in this procedure can be found on MFR. Report #1717344-2011-00135.